Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404130, serial number: n/a, batch/ lot number: 1000168276, model/ catalog description: belt cuff fgs 4.0 cm iz. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000204969, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to fluid loss. The aus never worked. A hole near to the junction of the pressure regulating balloon (prb) and the neck of the prb was identified. All the components were removed and replaced with a new aus system. No information was provided about the patient's outcome. No more information is available.